Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the ER nurse that the patient experienced inaccurate cgm values. According to the report, the egv was 370 mg/dl, so the patient took too much insulin. A bg was checked and was 71 mg/dl. It was not documented whether the patient had symptoms or took treatment for hypoglycemia. At an unspecified moment, the bg by the wife was 44 mg/dl. The patient and wife reportedly went to the ER themselves. A bg by ems was 31 mg/dl and the egv at that time was not documented. The patient was treated with dextrose 10 through an IV and was stable and awaiting discharge at the time of the call. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.